Manufacturer narrative:
E1: initial reporter telephone: (B)(6).

Event description:
It was reported that the guidewire detached resulting in additional intervention and an unretrieved device fragment. The 80% stenosed target lesion was located in a moderate to severely calcified, mildly tortuous, mid left anterior descending (lad) artery. A non-bsc guidewire was placed to reach the lesion and a rotawire drive guidewire was selected for use and placed directly alongside the non-bsc guidewire without resistance. The non-bsc guidewire was then removed and the rotapro catheter was advanced using dynaglide mode. The tip of the rotapro catheter had not left the guiding catheter, when it was noted that the rotawire drive guidewire was fractured and detached approximately 1 cm from the tip. The detached rotawire drive guidewire tip was anchored in the very distal end of the lad. The fractured rotawire drive guidewire tip was not reachable with a snare and was left inside the patient. As the patient was determined to be stable, the procedure was completed with another guidewire and there were no patient complications reported. It was further reported that significant resistance was not encountered between the rotapro burr and the rotawire drive during advancement. The patient did not encounter any symptoms due to the detachment and there were no further attempts to retrieve the fragment of wire left in the patient. The physician believes the cause of the detachment was due to the gentle bending of the wire tip over the outer curve of an insertion aide.

Manufacturer narrative:
E1: initial reporter telephone: (B)(6). Device evaluated by manufacturer: the returned product consisted of the rotawire drive. The distal tip of the spring tip was observed detached, confirming the reported event. Media provided also confirms a tip detachment.

Event description:
It was reported that the guidewire detached resulting in additional intervention and an unretrieved device fragment. The 80% stenosed target lesion was located in a moderate to severely calcified, mildly tortuous, mid left anterior descending (lad) artery. A non-bsc guidewire was placed to reach the lesion and a rotawire drive guidewire was selected for use and placed directly alongside the non-bsc guidewire without resistance. The non-bsc guidewire was then removed and the rotapro catheter was advanced using dynaglide mode. The tip of the rotapro catheter had not left the guiding catheter, when it was noted that the rotawire drive guidewire was fractured and detached approximately 1 cm from the tip. The detached rotawire drive guidewire tip was anchored in the very distal end of the lad. The fractured rotawire drive guidewire tip was not reachable with a snare and was left inside the patient. As the patient was determined to be stable, the procedure was completed with another guidewire and there were no patient complications reported. It was further reported that significant resistance was not encountered between the rotapro burr and the rotawire drive during advancement. The patient did not encounter any symptoms due to the detachment and there were no further attempts to retrieve the fragment of wire left in the patient. The physician believes the cause of the detachment was due to the gentle bending of the wire tip over the outer curve of an insertion aide.

Event description:
It was reported that the guidewire detached resulting in additional intervention and an unretrieved device fragment. The 80% stenosed target lesion was located in a moderate to severely calcified, mildly tortuous, mid left anterior descending (lad) artery. A non-bsc guidewire was placed to reach the lesion and a rotawire drive guidewire was selected for use and placed directly alongside the non-bsc guidewire without resistance. The non-bsc guidewire was then removed and the rotapro catheter was advanced using dynaglide mode. The tip of the rotapro catheter had not left the guiding catheter, when it was noted that the rotawire drive guidewire was fractured and detached approximately 1 cm from the tip. The detached rotawire drive guidewire tip was anchored in the very distal end of the lad. The fractured rotawire drive guidewire tip was not reachable with a snare and was left inside the patient. As the patient was determined to be stable, the procedure was completed with another guidewire and there were no patient complications reported.

Manufacturer narrative:
E1: initial reporter telephone: (B)(6).